Event description:
When doing the baby's assessment, I noticed a skin tear along the left groin. This baby was admitted to the nicu and required a urine bag to be placed to collect a sample for cmv testing. The bag needed to be replaced multiple times as the baby did not void yesterday, but had several stools that required a change of the bag. I am guessing that the skin tear was caused from the urine collection bag. Several providers mentioned that other babies have had similar injuries in the nicu recently. This may be the result of the brand of urine bag or the fragile integrity of the nicu baby's skin.